Event description:
Information received from the patient reported that they were taken to the emergency room (ER) the day yesterday because their whole body was trembling. The patient stated that the trembling was like the stimulation from their implantable neurostimulator (ins) was turned up too high. The stimulation issue was not related to positional movement. They were not recharging or using the programmer when the trembling began. The patient noted the ER "went over me with a fine tooth comb and nothing was found to be wrong." It was reported that the patient had recent emi exposure as the ins was on and was not turned off while in the ER. The patient had an EKG because the healthcare professional (hcp) at the ER initially thought the issue was due to their heart because they had a "mini-heart attack" and stroke in the last couple of years. The first EKG did not turn out because of interference with the ins but another EKG was run and showed no problems with their heart. It was mentioned that their ins system was checked by the manufacturer's representative about 2-3 weeks ago and everything looked good. A fall was reported that could be related to the issue. The patient stated that they just got out of bed and fell on the way to the bathroom and the trembling was so bad they could not get up. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.